Event description:
Boston scientific received information that three months ago this implantable cardioverter defibrillator (ICD) had charge times of 2.56 seconds. The local area sales representative (sr) contacted boston scientific technical services (ts) with a longevity inquiry regarding charge times to elective replacement indicator (eri). Three months later, we received additional information that this device declared eri sometime over the next month. The sr was contacted again and provided charge time measurements of 17.2 and a monitoring voltage of 2.50. It was unknown what the charge time and monitoring voltage measurements were at the time the device declared eri. The device was subsequently explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned. Should the device get returned or should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed the device declared replacement indicator while implanted. The device passed longevity calculations and all other current measurements were within specification. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.